Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) emitted beeping tones 4 months post implant; therefore the device was explanted. During interrogation at the replacement procedure the device was found to be in safety mode. A new ICD was successfully implanted.''